Manufacturer narrative:
(B)(4). Batch #: u93797. Additional information was requested and the following was obtained: the handle was reverted to original position by hand, while the device was cutting the target tissue. There was no effect on the target tissue. The patient is stable. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the device was activated and ran the jaws to the end. Then the jaws became not to open. ¿replace instrument¿ was displayed. There was an unusual feeling in grasping the handle before the issue occur. The device was used on the blood vessels and mesentery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.